Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is an off-label usage of the device, on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced throwing up. The patient went to the hospital at 2:20pm thinking it was a stomach bug. The patient was initially treated with zofran, but when the patient kept throwing up a fingerstick was taken and the cgm was reading 70 mg/dl, and the blood glucose reading was over 500 mg/dl. Diabetic ketoacidosis was mentioned as a possibility by the hcp, and the patient was dehydrated. The patient received intravenous fluids and insulin. The patient was discharged after spending less than 24 hours at the hospital the next day at 01:00am. At the time of the report the patient was sleepy, but it was understood they had recovered from the hyperglycemic event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.